Manufacturer narrative:
On 15-jan-2021, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the left breast implant. Two devices (a and b) with the same lot number were received in the laboratory for analysis. Since it was not possible to confirm which one belongs to the complaint, both implants were analyzed. The products were returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned devices. Visual analysis of the returned sample a revealed that the breast implant had a crease/fold on the anterior view expanding to the posterior view. In addition, a tear on the posterior aspect was noted measuring approximately 1.5 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately 0.3 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. The visual analysis of the returned sample b revealed that the breast implant had a tear within a crease/fold on the anterior view, measuring approximately 0.3 cm. Additionally, an area of missing material on the posterior aspect was noted measuring approximately 1.0 cm x 1.5 cm. The evaluation determined that the cause of the crease/fold rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Microscopic examination was performed on the edges of the missing material, and parallel striations were found in an area of the missing material, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the missing material could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 13-nov-2020, mentor received additional information about the event. The scheduled explantation date is (B)(6) 2020. Reason for device explant and/or reoperation: deflation of breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11-dec-2020, mentor received additional information about the event. The explantation that was scheduled for (B)(6) 2020 has been postponed until (B)(6) 2020. D6b explantation month, day, year: (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11-jan-2021, mentor received additional information about the event. The patient underwent bilateral explantation and her removed breast prostheses were replaced with mentor memorygel breast implant 465cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 350cc saline breast prosthesis that deflated after implantation. Deflation of the patient¿s left breast prosthesis was diagnosed by a virtual exam and by reviewing photos. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.